Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 27, 2007. Evaluation summary: the reported condition of a pump that over delivered (inaccurate) could not be confirmed or duplicated therefore no correction to the device was made. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported to customer service a pump that over delivered. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.